Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of this right ventricular (rv) lead, the insulation bunched making it difficult to advance through sheath. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the overlay tubing of the lead was extrinsically breached due to a tear. The overlay tubing of the lead was extrinsically breached due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the overlay tube was torn and stretched and the introducer test failed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.